Manufacturer narrative:
Event date: (B)(6) 2014.

Manufacturer narrative:
Additional information was received that there will be no further course of action.

Manufacturer narrative:
Additional information was received that the physician suspects the patient may be allergic to titanium and has requested an allergy test.

Event description:
A report was received that the patient was experiencing pocket pain. The physician administered capsaicin cream and prolotherapy.

Event description:
A report was received that the patient was experiencing pocket pain. The physician administered capsaicin cream and prolotherapy.

Event description:
A report was received that the patient was experiencing pocket pain. The physician administered capsaicin cream and prolotherapy.